Manufacturer narrative:
Device evaluation- the returned device was evaluated. The device was given functional testing. The functional testing showed that a "no disposable" alarm did occur after the device was powered up with a cassette attached. The issue was determined caused by an issue with the downstream occlusion sensor/cassette detector. The cause of the component issue was not established.

Event description:
It was reported that the device gave an alarm and displayed a "no disposable" message. No known adverse effects to patient.